Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. It was reported that the patient was using an unsupported operating system. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available. Labeling indicates: the dexcom mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it failed due to no voltage. The log was downloaded and reviewed and signal loss was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.